Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that stimulation on the lead was reducing on its own. Diagnostics revealed high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention was under taken where in the lead was replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.